Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted, no signs of holes or cracks were detected. The bowl was run a couple of times using di water. During the runs there was no bowl lift, leaks or pump speed error messages noted. Reason for return was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an autolog wash kit, the customer reported that when the bowl was almost full, an error on the screen popped up and the bowl stopped spinning. The customer then noticed blood on the underside of the hard plastic lid of the bowl. They unlocked the bowl from the centrifuge, looked in and there was blood in the centrifuge bowl and it was dripping down the bowl. They were able to return the blood back to the reservoir but abandoned the case because they could not be sure the blood had not been compromised. There was no reported patient impact associated with this event. Medtronic received additional information that there was no noticeable damage noted in the instrument or the disposable. Customer unseated the bowl to see if it was seated properly. That is when they noticed blood at the bottom of the centrifuge chamber and blood coming out of the top of the bowl, and subsequently blood on the floor under the machine. The fill (fluid) level was 100ml in reservoir, 0ml in holding bag, full saline bag (1000ml), 200ml in waste bag. The patient lost 300ml of blood as a result of the leak. The instrument was level and not on an uneven surface. There was no reported impact to the patient.

Manufacturer narrative:
Medtronic received additional information that patient did not require a blood transfusion as a result of the leak and blood loss. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As the additional information confirmed that the amount of blood loss was not significant enough to necessitate a blood transfusion, there is no risk of patient death or serious injury due to this malfunction. Conclusion: the complaint is unconfirmed. There was no observed damage to the device and performance testing indicated that the device functions as intended. After evaluation it was determined there was no product failure that occurred during the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.